Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing for hw power tests. The motor blower assembly, o2 connector, and active exhalation control module were replaced to resolve this issue on the device. The pollen filter, stirring fan foam and forty-three (43) micron filter were proactively replaced in conjunction with the motor blower assembly on this device. After the parts were replaced on the device, a repair test, alarm and battery check, run in tests were performed and passed, along with a cleaning of the device. The device was found operating properly.